Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Customer called to report a patient sample that generated an initial (B)(6) result when running the realtime sars-cov-2 assay, but generated a (B)(6) result when run on their laboratory defined assay (lda) and upon repeat on the realtime assay. On (B)(6) 2020, the customer observed a patient sample that generated a (B)(6) result, but the amplification curve appeared barely above the threshold and did not have the logarithmic properties like other positive amplification curves. For this reason the sample was repeated with lda and generated a negative result. The sample in question was retested on (B)(6) with the realtime sars-cov2 assay and result was negative. According to the customer, the same aliquot was used for both runs. Customer stated samples with such amplification curves are usually re-tested with lda to confirm the positive call. All positives have been confirmed until now. During follow up, the customer informed technical support that after running further verifications, they are not re-testing samples when result is positive, they are trusting the assay. The sample in question was held back and reported (B)(6) after further validation. There was no report of impact to patient management based on the lab questioning results. Based on customer's analysis, the initial (B)(6) realtime sars-cov-2 assay result is no longer being questioned. Instead, this evaluation will be run as a worst case allegation of false (B)(6) result which was generated upon repeat.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the two runs containing the questioned results were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504753 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504753 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 504753. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504753 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504753 did not identify any additional complaint tickets related to this issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504753 was not identified.